Event description:
Reportable based on the product analysis completed on (B)(6) 2011. It was reported that during a coronary stenting procedure, the 2.25x8mm promus element stent was unable to cross the calcified lesion in an unspecified vessel. The procedure was completed with another 2.25x8mm promus element stent. No complications were reported and the patient's status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluation: a visual and microscopic examination revealed three struts on the first row of the stent, from the proximal edge, were raised distally. Measurements taken of the outer diameter of the undamaged area of the stent met specifications. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube; this type of damage is consistent with excessive force being applied to the delivery system. A 0.015 inch product mandrel was inserted through the guidewire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).